Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. The liquid deposits were found on the monitoring printed circuit board (pcb) and dc/dc & standard connectors board. Cleaning of mentioned boards solved the reported issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The printed circuit boards were not further investigated since ingress of liquid/corrosive substance on pcb can cause failure/short circuits which might lead to a ventilator malfunction e.g. Technical errors, alarms, failed test during pre-use check. It has remained unknown under which circumstances and when the liquid entered the unit. However, the provided photos confirmed occurrence of corrosion on affected pcbs.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).